Event description:
It was reported that a spectrum pump had an issue with the "air in line sensor." It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "air in line sensor" issue which was not reproduced. The symptom was confirmed during a review of the event history log. During the eval, the upstream sensor had cracks on the upstream sensor trail pins. The failed upstream sensor was replaced.